Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a surgical lead, on (B)(6) 2011. It was reported, the pt has been experiencing episodes of nausea and constipation since the scs system was implanted. The pt is working closely with her physician to treat the symptoms with oral medications. There are no plans to explant or revise the scs system at this time.